Manufacturer narrative:
This device has not been returned to boston scientific's post market quality assurance laboratory for testing. If additional information is received and/or the device is returned at a later date, this event will be reopened.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) died in his home. The patient's family member alleged that this device did not deliver therapy when required. The patient's right ventricular (rv) defibrillation lead was a competitor product. The family member reported that the patient had previously received multiple shocks when this lead had been attached to a non-boston scientific device and also alleged that this lead was 'bad'.